Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of several high alarm messages. To further investigate, a functional test was performed. Customer problem was not duplicated. When a cassette was attached the pump started without issues. In mu mode the downstream and upstream sensors both reacted to pressure as expected. The downstream occlusion sensor will be replaced as preventative measure.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was a "cassette not attached properly" message. It is unknown if there was no patient, or clinician injury associated with this event.